Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, the patient was implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. On (B)(6) 2018, the patient was presented to the ER with a ruptured aaa. The physician was attempting to re-line the stent graft which had a type 3b endoleak when the patient's condition deteriorated and the physician felt it necessary to convert to an open repair and explant of the afx graft. The patient is in ICU with poor prognosis.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned but two (2) photos were taken from the same angle giving on one view of the device. A large hole was present in the body of the graft. Based on information obtained within the photo, the cause of the hole cannot be determined. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a rupture abdominal aortic aneurysm (aaa), a type 3b of the suprarenal cuff (breached), open repair and explant of the device. Device, user, procedure or anatomy relatedness and procedure related harms of this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be in poor prognosis post the open repair procedure. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.